Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the hdmi decoder was not operating properly. To resolve the issue, the technician replaced the hdmi decoder. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that prior to a patient procedure the monitor to their hexavue ip custom room rack was not displaying video. No report of injury.